Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had one false positive. Gram stain was performed to confirm. No patient impact. The following information was provided by the initial reporter: customer reports 1 case of false positive results using media 442021 with lot#: 2040814.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had two false positives. Gram stain was performed to confirm. No patient impact. The following information was provided by the initial reporter: customer reports 1 case of false positive results using media 442021 with lot#: 2040814. Additional information received: (B)(6) : 2022-05-25 20:09:41 (gmt). Customer reports a total of 2 vials affected with a false positive result.

Manufacturer narrative:
The following field was updated: it was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had two false positives. Gram stain was performed to confirm. No patient impact. The following information was provided by the initial reporter: customer reports 1 case of false positive results using media 442021 with lot#: 2040814. Additional information received: (B)(6) : (B)(6) 2022 20:09:41 (gmt) customer reports a total of 2 vials affected with a false positive result.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had two false positives. Gram stain was performed to confirm. No patient impact. The following information was provided by the initial reporter: customer reports 1 case of false positive results using media 442021 with lot#: 2040814. Additional information received: (B)(6) : (B)(6) 2022 20:09:41 (gmt). Customer reports a total of 2 vials affected with a false positive result.